Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was at eri and review of device history found that elective replacement indicator (eri) had been set due to long charge times. A manual capacitor reformation was completed which resulted in a long charge time of 18.9 seconds. Detailed testing of the internal components found a component on the device hybrid was in an ¿open¿ condition, resulting in the observed long charge times and resultant premature declaration of eri.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) approximately 7 months after implant. Disk analysis revealed the device had declared eri due to charge times above the 15 second eri threshold. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.